Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the detached y multi connector of a prismaflex m100 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the set replacement post pump line, connected between the y multi connector and the deaeration chamber, was disconnected from the y multi connector. A non homogenous mark of solvent was visible on the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the disconnection was determined to be due to the inadequate volume of solvent applied to the tubing during the manufacturing assembly process. This event would prevent the device from being used or result in delay in therapy. This is not likely to cause or contribute to a death or a serious injury. Should additional relevant information become available, a supplemental report will be submitted.